Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to redock after fixating and entering short tether mode. The lp was released and remained implanted. The patient was in stable condition.